Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a protruded loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test. The device had scratched display window and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 363mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Ran a displacement test and the test failed, but the self test passed. Advised the caller to disconnect from the insulin pump. No further information was provided.